Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) without asystole a few months after implantation. The lead was found to have dislodged due to twiddler's syndrome. The patient underwent surgical intervention to replace this lead. No additional adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) without asystole a few months after implantation. The lead was found to have dislodged due to twiddler's syndrome. The patient underwent surgical intervention to replace this lead. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations of dislodgement and loss of capture. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.